Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. This resulted a loss of imaging functionality. System functionality was recoverable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The voltage ps1 was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.